Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the pump¿s black box and alarm history showed cs 064, cs 052, and 078 call service alarms. During investigation, a call service 052 alarm that was not able to be cleared was observed after pump powered up. Further testing was not able to be performed due to the recurring alarm. The original complaint of a cs 064 call service alarm issue was not able to be adequately tested during investigation due internal moisture damage and recurring alarm. The pump was opened and moisture corrosion was found on the motor flex connector and on back side of the battery compartment. Unrelated to the complaint, the audio bolus button was torn/punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a random call service alarm cs 064 was emitted during the rewind and load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.